Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostiimulator (ins) for the treatment of complex regional pain syndrome and spinal pain. It was reported that the patient was complaining of minimal pain relief from the spinal cord stimulator. After reprogramming the patient stated that the stimulation changed three hours after it was in the right spot. The patient also complains of increase and decrease of stimulation when making positional changes from sitting to standing. The provider noticed that the infection today in the wound in the back and oral antibiotics were ordered. The infection was noticed by the nurse practitioner along with swelling at the incisions. The changes in stimulation could be due to healing and swelling. The patient is to be seen in two weeks to address the scs issues/coverage and infection. The reprogramming performed and gave 4 new programs. The patient stated that the stimulation in the correct spot and will use over the next 2 weeks. The oral antibiotics were ordered for infection but the nurse practitioner. It was unknown if the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that reprogramming was performed again. A nurse told the representative that the patient would be referred to a neurosurgeon for a surgical lead to help with the stimulation changes and pain relief issue. The surgery had not been scheduled yet and the surgeon was undetermined. The infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that the hcp informed the rep on (B)(6) 2018 that the patient's system will be completely explanted on (B)(6) 2018 due to chronic infection. The cause of the chronic infection has not yet been determined. It was noted the ins will be returned for analysis and potentially the leads as well. No further complications were reported or anticipated.